Event description:
Pt having cardiac catheterization. Pulmonary artery readings completed and pt began to cough up massive hemoptysis. Pt then had emergent right thoracotomy with lobectomy of right lower lobe. Pt discharged from hospital ten days later in good condition.